Manufacturer narrative:
Investigation determined that there were no device malfunctions. Prior to fabrication, anatomage technicians identified that the stone model provided by the doctor was badly warped and may result in an inaccurate guide. Per the production process, the issue was communicated to the doctor who elected to proceed with fabrication with the warped stone model instead of providing a new one. Additionally, doctors are regularly advised to not pursue surgery with the guide if it does not seat well in the patient's mouth. Although the guide was observed to not seat well, the doctor proceeded with surgery using the ill-fitting guide which resulted in positioning that was not per the treatment plan. Subsequent free-handing without the guide then led to perforation of the patient's buccal plate. [(B)(4)].

Event description:
Doctor tissue flapped at the two implant sites. When he placed the guide, it rocked excessively in the patient's mouth. The doctor attempted to continue with surgery, but after some short drilling (3 mm) observed that the osteotomies were too far to the left. He then removed the guide and attempted to freehand the remainder of the surgery. During free handing the doctor perforated the patient's buccal plate and grafted the patient without placing the implants.